Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to the valve calcification that resulted in the valve being explanted. Although a definitive root cause was unable to be determined, the event could be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately five (5) years, nine (9) months, and six (6) days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 valve, there was aortic stenosis/aortic insufficiency. A valve-in-valve evaluation was requested. Imagery was provided for evaluation. Per imagery review, the 26 mm sapien 3 valve was under-expanded at 23.6 mm mid frame (0.5 mm was added for outer diameter). There was also thickening and calcium on all three leaflets. There was no significant hypoattenuated leaflet thickening (halt) or thrombus observed. Medical records were received for evaluation. According to the medical records received, approximately one (1) year and twenty (20) days post tavr procedure, a transthoracic echocardiogram (tte) was performed and the tte showed a bioprosthetic aortic valve that was well seated with mild peri-prosthetic regurgitation. The aortic valve (av) mean gradient was 20 mmhg and the aortic valve area (ava) velocity time integral (vti) was 1.6 cm2. No recent information was provided. Subsequently, additional information was received from edwards implant patient registry (ipr). Approximately six (6) years and fourteen (14) days post tavr procedure with a 26 mm sapien 3 valve, the valve was explanted and replaced with a 25 mm surgical valve.